Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector (loose in pouch) and no cap on patient connector in reference to the report of damaged. The set was functionally hand tightened a lab titanium adapter without difficulty, replaced cap and pressure tested underwater with no leak noted. Functionally tested set underwater at 8 psi with clear-passage noted. During visual inspection no abnormalities were noted. The complaint could not be confirmed in the lab, but unable to duplicate the complaint under lab conditions with the returned sample. Therefore, the root cause of the complaint could not be determined. The lot number was not known so no batch review was performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter to report a crack on the tubing.the set had been used for 60 days. There was no patient injury or medical intervention.